Event description:
It was reported that during a total knee replacement procedure the thickness of the blade was less than what was indicated on the label. It was further reported that the blade wobbled in the cutting block. There was no patient impact, adverse consequences or surgical delay as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to the manufacturer.

Event description:
It was reported that during a total knee replacement procedure, the thickness of the blade was less than what was indicated on the label. It was further reported that the blade wobbled in the cutting block. There was no patient impact, adverse consequences or surgical delay as a result of this event.

Manufacturer narrative:
The blade subject to this MDR was not returned, it was discarded. However, 2 alternate stryker blades that had been used in a block for demonstration were returned for investigation for comparative purposes. Investigation results indicate the devices returned met specification for the material thickness, the thickness specified on the product label was misinterpreted by the user as the material thickness instead of the cut thickness. A competitor blade was also returned for investigation. It would be expected that there would be more movement (wobble) for the stryker blade (p/n 4118-127-090) in relation to the competitor blade as the stryker blade has offset teeth; the returned competitor blade does not have offset teeth.